Event description:
On 9/23/93 an aus device was implanted. On 12/27/95 the cuff was revised. On 9/12/96 the balloon was removed from the pt and replaced due to pt dissatisfaction - needed higher pressure regulating balloon.